Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient was found unconscious by his wife. The patient¿s wife called emergency medical services (ems). Once ems, arrived the patient was treated with IV glucose. It was discovered that the patient¿s dog bit the sensor off his arm and therefore, the patient was not receiving any cgm readings (leading to his state of unconsciousness). The patient is also blind; therefore, he was not aware the sensor was no longer on him. The patient recovered at home and was not transported to the hospital. No bg meter readings were reported for this event. The patient was doing okay at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.